Event description:
A report was received that the pt was experiencing difficulty charging her ipg. The pt decided, she wanted her precision system explanted. The physician has scheduled the pt for the explant.